Manufacturer narrative:
(B)(4). Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side near the corner of the belt clip rails, faded serial number label, cracked middle (enter) keypad button, scratched keypad overlay, scratched case. Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, active current measurement, and self tests; it failed sleep current measurement test. Thus, software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing, in the pump history file, in the long trace file, or in the power management graph. The adapt tool reveals that the following related alerts/alarms occurred in high frequency around the event date: 104=low battery--5 alerts from 07/15/2021 08:35 to 08/15/2021 09:17. Each alert is within the expected interval of 2 weeks of one another. The adapt tool did not list any unusual pump errors whatsoever. The case was cut open. After visual inspection, there is corrosion in/around the following: pcba1--da1, r41; home motor switch. After inserting a known good pcba2 and a known good pcba1 into the test case, the sleep current measurement fell within specs. After swapping the test pcba2 onto a known good pcba1 and then into the test case, the sleep current measurement fell within specifications again, but after inserting a known good pcba2 onto the test pcba1 and then into the test case, the sleep current measurement read high. In summary, the customer¿s report of short battery life was confirmed during testing. The high sleep current measurement and the "low battery", "change battery", and "failed battery" alerts are due to the moisture damage on pcba1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had short battery life. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.